Manufacturer narrative:
An event of device embolization was reported. It was also reported that the patient became extra systolic and the patient had sinus rhythm an hour after procedure. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2023, a 25mm amplatzer amulet left atrial appendage occluder was implanted in a patient with a 12f amplatzer amulet delivery sheath. Sizing of the left atrial appendage (laa) landing zone was 19-21mm via transesophageal echocardiography (tee). It was reported an hour post-procedure, the patient became extrasystolic and the patient had sinus rhythm. Two hours post-procedure, it was confirmed the device had embolized into the left ventricle via transthoracic echocardiography (tte). It was reported there was no partial or complete blockage of blood flow due to the embolized device. An emergency decision was made to recapture the device via transcatheter snare. The embolized device was successfully explanted. The patient status was reported as stable.